Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the modular electric/battery double trigger handpiece trigger was blocked and that the device function without being operated. There was no patient harm or delay reported.